Manufacturer narrative:
The patient and device codes in h10 were coded by the manufacturer. Internal file number-82084/1: during processing of this complaint, quality assurance attempted to obtain complete event information, including patient information and patient status, from the hospital, field contact or distributor. H10: results and conclusion summation-stent outer diameter is verified 100% at the time of manufacture and units in this lot were all well within the required specification. In addition, all online testing for the lot in question met stent security criteria, which would indicate the unit had an adequate crimp. Quality engineering could not determine a conclusive root cause for the stent dislodgment.

Event description:
Reporting status: medical intervention. Reporting rationale: deployment of dislodged stent with an additional device. Device issue: stent dislodgement. It was reported that during the procedure, the rx vision stent delivery system (sds) could not cross the lesion and during removal from the patient the stent dislodged at the bifurcation of the vessel. A balloon catheter was advanced through the stent and was inflated to 4 atm, this secured the stent, which was then pulled back to the bifurcation. The guide wire was redirected into the rca and the stent was advanced to this lesion and was deployed with good results. The original lesion was not treated. No additional event or patient information was available.